Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was blood reversal occurred from the hemostatic valve. It was reported that during use of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, reversed bleeding occurred from hemostatic valve after the thermocool® smart touch® sf catheter was used. The catheter was continued to be used and the procedure was completed. There was no patient consequence. Additional information received indicating the issue was leakage from the hemostatic valve. The hemostatic valve itself was not damaged. The hemostatic valve was not dislodged inside or outside of the hub and the brim cap/hub did not detach from the sheath. The issue occurred while the device was being used on the patient, but no air entered the patient¿s body. Blood loss was a few drops, but the exact amount is unknown and an rf needle was used for transeptal.

Manufacturer narrative:
On 1-jul-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was blood reversal occurred from the hemostatic valve. It was reported that during use of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, reversed bleeding occurred from hemostatic valve after the thermocool® smart touch® sf catheter was used. The catheter was continued to be used and the procedure was completed. There was no patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force manipulation was applied. A device history record was performed for the finished device batch number, and no internal actions were identified. The leak issue reported by the customer was confirmed. The damage observed on valve could cause the leak issue reported by the customer. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however, this could not be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism, provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Note: for field d4. Primary UDI number, the full UDI has now been provided under field d4. Primary UDI number. Correction: a correction to the 3500a initial as the g1. Manufacturing site name was processed under biosense webster inc (irvine) and should have been processed as freudenberg medical llc. Corrected the following fields: g1. Manufacturing site name. G1. Manufacturer site addr. Street line 1. G1. Manufacturer site city, g1. Manufacturer site state code. G1. Manufacturer site zip code. G1. Manufacturer site country code. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).